Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced the battery and the battery cap to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box download confirmed an out of box failure. The pump history confirmed pump was not used for deliveries. An alarm was duplicated during investigation when the 1st rewind attempt was made, alarm could not be cleared. The pump cover was removed to investigate; an open trace was located within the linerboard flex. The effected trace was found to be between the motor power supply and master processor.